Event description:
The facility reported an infusion pump with a failure code 808:08. The facility's biomedical engineer had stated that the failure code had occurred while on a patient but no patient injury or medical intervention had been involved. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.